Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose of 456 mg/dl and ketones. The customer was treated with manual injection and had to change the site. The device is not expected to be returned for analysis.